Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [157719 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on october 14, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to non-device related medical issues. There are no plans to re-implant the patient with a new device as of the date of this report.